Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a blistering rash under the lifevest. The patient's doctor prescribed a cream for the irritation and the patient removed the lifevest. After using the cream and removing the device, the patient reported that the irritation healed.